Event description:
A malfunction alarm with code malf 0 occurred, but no notable events happened prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information, assisted the customer in resetting the pump, and confirmed the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code recurred, which they acknowledged and understood.